Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead, implantable cardioverter defibrillator (ICD), implantable pulse generator (ipg) was experiencing oversensing and inhibition. The patient became asystolic and appeared to have suffered brain damage, which was not confirmed. The devices were removed and insulation breech on the lead was noted. Further information revealed the patient has twiddler's syndrome.